Manufacturer narrative:
H1 type of reportable event was updated from malfunction to serious injury.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and introducer batch passed all post sterile inspection checks. The cause(s) of the reported ischemia could not be determined due to insufficient clinical information. The cause of use against labeling was most likely use issue related since the introducer being left in place by the staff. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Related report number. This is one of two device reports associated with the patient's implant experience. Refer to h10 for the related report number(s).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
38 year old male patient treated with impella cp due to acute myocardial infarction complicated by cardiogenic shock. Patient had witnessed arrest in the field and cardiopulmonary resuscitation was initiated with return of spontaneous circulation. Access via right femoral artery with micro puncture. During insertion hcp decided due to potential risk for bleeding to leave the peel away sheath in, which is against company recommendation. First day of support lab values showed hemolysis and p level were turned down, volume was given and pump was repositioned under echo guidance. Day two of support bilateral pulses were lost and removing impella was discussed. Decision was taken against pump removal as support was still necessary. Coded for arterial occlusion and temporary impairment as not further information were shared. Patient also on day two of support experienced ventricular fibrillation - which had previously happened before being admitted to the hospital. Conservatively coded here for ventricular fibrillation as well, even though status was present before impella therapy - also coded on resuscitation as patient had to be shock and was in sinus tachycardia. Patient had CT scan showing concerns of anoxia. Family of patient opted to withdraw care on day four of support due to neurological status from out of hospital cardiac arrest. During impella cp support, the patient experienced an improperly secured pump due to use against labeling . The doctor chose deviate from the securement steps outlined in the IFU and left the introducer in the patient. The decision was made out of concern for the bleeding complication from "going from 14fr to 13fr " due to patient receiving tpa prior to the procedure; the provider stated he felt it would be safer to leave the introducer in. Hemolysis was present the next day which resulted in the patient receiving fluids, a decrease in p-level, and an immediate echo which prompted device repositioning.

Manufacturer narrative:
Section d4: primary UDI number has been updated. Section g updated. H6 codes were updated.